Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call serivce (cs 052/053/054/055 sleep) issue: the alarm has occured multiple times today and the reporter is unable to clear it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2014 with the following findings: testing confirmed issue in history but was not able to reproduce during investigation. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Pump case was removed, no evidence of moisture contamination inside pump multiple eaw 052/054 errors in black box.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).